Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported supporting guidewire has white spots. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material along the stylet is confirmed, but the root cause could not be determined. One stylet was returned for evaluation. Two photographs of stylets were returned for evaluation (it could not be determined if the photographs were of the same stylet or different stylets). An initial visual observation of the returned stylet showed blood residues throughout the returned device. The stylet appeared intact upon the return of the device. Small white specks were observed along the stylet. A bend was observed at the proximal end of the stylet. A microscopic observation of the returned stylet showed blood residues along the device, and small white patches were observed along the stylet. The white material appeared consistent with flaking of the hydrophilic coating on the stylet. A root cause could not be determined from this sample; however, potential root causes include pulling the stylet out of the rubber stopper at an angle, manufacturing related deficiencies, or other unknown clinical usages or storage conditions. This complaint will be recorded for future trending and monitoring purposes.